Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia with commander/esheath+. When performing the valve alignment, a straight segment could not be obtained for alignment due to vessel tortuosity; therefore, alignment was performed slowly in the tortuous segment using the fine-adjustment wheel. Severe tortuosity was present, and although flex was applied to the delivery system during advancement after alignment, the flex did not bend in the intended direction, resulting in prolonged time to cross the aortic valve. During valve deployment, the valve was not able to be fully deployed because no balloon inflation occurred. Leakage was noted from the balloon during the procedure, and blood was observed in the syringe. The balloon leak was identified when the valve was inflated for expansion in the aorta. Because the valve could not be retracted into the sheath, difficulty withdrawing the delivery system was encountered. A cutdown of the access site was performed, and the delivery system, crimped valve, and sheath were removed. Damage to the distal tip of the sheath was noted. Additionally, upon inspection after removal, the area of leakage was identified as the balloon component inside the crimped valve. A new sheath along with a second crimped valve and delivery system were subsequently inserted. An iliac artery intimal injury occurred with detachment of the vascular intima while pulling the valve back to the cut-down access site without being able to retract it into the sheath. A stent was placed after completion of the tavr procedure. The patient's final outcome following the procedure was unknown at the time of reporting.